Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the suspect device shows: foreign material is found behind the albaran lever. Insufficient or incorrect reprocessing scope was used. Cause: foreign material cannot be removed even if the correct reprocess steps are performed due to the buckling of each channel or nozzle/the gap on the insertion section or the boot. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer returned an evis exera ii duodenovideoscope of annual inspection. During inspection/evaluation of the device, olympus noted there was foreign matter noted behind the albaran lever indicating insufficient reprocessing. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was likely insufficient reprocessing. The root cause of why the scope was not reprocessed according to the device instructions for use could not be determined. The following is included, in the instructions for use (IFU), and may help prevent the foreign material from adhering to the device: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized, during every reprocessing cycle. Even if the channels were not used, during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope¿. ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus¿. Olympus will continue to monitor field performance for this device.